Event description:
It was reported that after this implantable cardioverter defibrillator (ICD) implant, the health care professional (hcp) performed auto tests and during the tests the ICD delivered an inappropriate shock. Technical services (ts) reviewed the device data and discussed the device recorded noise on all channels in one episode; however, the device did not deliver any therapy. Another event was recorded showing what appears to be an atrial threshold test and the test was interrupted by the user that prompted a shock delivery. There is also low amplitude signals observed and it was mentioned that the noise on all channels could be caused by the device moving in/out the pocket. From the events reviewed, it appears that the delivered shock was commanded by the user. The ICD remains in service. No additional adverse patient effects were reported.